Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Additional information received on 12-nov-2015 (product technical complaint result). Physician was calling for information about essure removal due to suspected perforation on right hand side based on hsg (hysterosalpingogram). Patient was not reporting any pain or adverse reaction. Physician was planning remove essure and perform tubal ligation. Product technical complaint (ptc) result also provided. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and there was a suspected perforation on right hand side based on hsg (hysterosalpingogram). Physician was planning to remove the insert. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although essure perforation was not confirmed at the time of this report, given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, since an intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Essure health care provider uterine / tubal perforation questionnaire received on 10-dec-2015: this case refers to (B)(6) years-old female patient. Patient information was updated. Reporter confirmed that she was not pregnant. Pregnancy history included gravida 2, elective abortions 2, nullipara, no ectopic pregnancies. No previous gynecological problems or procedures. No relevant medical history or concurrent conditions. In (B)(6) 2015 she had essure inserted. Physician stated that he did not place it, she only saw the patient 6 months after placement. On an unspecified date she presented with pain. On (B)(6) 2015 ultrasound showed uterus anteverted and anteflexed. The left essure device in appropriate position, but right coil was not identified. A 3cm simple ovarian cyst was also noted on the right. On the same day, hysterosalpingogram showed the superior aspect of the uterine fundus was mildly irregular with no filling defect. The right fallopian tube was patent with contrast flowing into the peritoneum. The left fallopian tube was occluded proximally with an essure device in the expected position. The second, dislodged essure devices was identified in the posterior left pelvis, likely intraperitoneal. There were plans to remove essure, but it was not removed yet. Follow up information received on 14-dec-2015: surgery was not scheduled yet. Follow-up received on 22-dec-2015 from physician and from nurse. According to the nurse, the removal was not scheduled as the patient hasn't decided what she wants to do. According to the physician, essure was not removed and patient went away and never returned for follow-up visit to schedule removal. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and there was a suspected perforation on right hand side based on hsg (hysterosalpingogram), since right tube was patent and the dislodged essure device was identified in the posterior left pelvis, likely intraperitoneal. Physician was planning to remove the insert. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported event was unknown, given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, since an intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect.